Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 17 mg/dl. The doctor declined troubleshooting, and asked to have an insulin pump trainer go to the hospital to check the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.